Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 2.2 was not opening and not detected on bus. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the there was no issue with the device. The device reported in this incident had no issues, and no further investigation was required. The system functioned as intended after the field service engineer investigated the incident.